Event description:
It was reported that pt is experiencing pain in the back of the right hip implant, soreness down the leg of implant, pain in the groin area and cannot walk since the surgery. Pt stated that she will be needing revision surgery. Pt stated that she will be having an MRI around (B)(6) 2012.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.